Event description:
It was reported that the pt had painful feeling when the processor was switched on, on (B)(6) 2013. Problems with the external device are excluded and an impact to head is denied by the guardians. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.